Event description:
It was reported patient underwent through a per-trochanteric fracture. The same was fixed with a trigen intertan interlocking screw lag screw 100mm/compression screw 95mm. Revision surgery was performed and it was noticed that the device mentioned was broken. The surgeon associates this fracture with continuous loading cycles and subsequent fatigue of the device.